Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The nc traveler is currently no commercially available in the united states; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the nc traveler rx coronary dilatation catheters instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery (rca) with mild tortuosity and heavy calcification that was (B)(4) stenosed. Resistance was not felt during the advancement of the 4.00 x 8 mm nc traveler rx coronary dilatation catheter through the lesion and it crossed successfully. The balloon ruptured during the first inflation at 8 atmospheres. It was stated that air was pulled from the device while it was inside the anatomy. A replacement balloon was used to dilate the lesion. The procedure was successfully completed after a non-abbott stent was implanted. There were no adverse effects or clinically significant delay in the procedure reported. No additional information was provided.